Event description:
On (B)(6) 2009, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported on (B)(6) 2013, there was a second reintervention to treat a proximal type I endoleak. The physician implanted a gore aortic extender endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.